Event description:
The device was used during a total colostomy. It was reported by the rep although the washer was broken the dr could not remove the instrument. After that the tissue was excised and anastomosed with new instrument. There was no consequence to the pt.

Manufacturer narrative:
Unavailable device was not returned for evaluation.